Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the representative reported the consumer had a good outcome after implanting the new device. No symptoms had been reported related to the event.

Manufacturer narrative:
Device analysis for ins (B)(4) revealed a procedural non-conformance. The ins battery had reduced capacity due to overdischarge. According to the trace report, the ins was recharged three times for a total recharge time of 6 minutes and 38 seconds. The ins went into lock mode on (B)(6) 2013 and was not recharged again until it was received for analysis on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (via a manufacturer representative) reported that recharge of the implantable neurostimulator (ins) was impossible. The last successful recharge of the ins was 6 months ago (the ins was not in use for 6 months). After the 6 months, no recharge was possible. There weren't any factors that may have led or contributed to the issue. Diagnostics and troubleshooting included telemetry, recharge, and a reset attempt. An x-ray was also performed to ensure correct orientation of the ins, but it was not possible to determine. The ins was replaced on (B)(6) 2016. The issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.